Event description:
In 2009, this patient underwent endovascular aortic repair with gore excluder aaa endoprosthesis. The next day, the patient had a CT which revealed an occlusion in the right leg. Thrombus was also seen in the contralateral leg component. The prosthesis was partially compressed at the native aortic bifurcation; which was attributed to narrow anatomy and calcification. Embolectomy was performed using a self expandable stent that was placed inside of the prosthesis.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.